Event description:
The hcp reported that the pt was programmed in a complex continuous mode and got too much drug. The hcp removed "40 cc's drug out of the sideport and the pt brightened up, became more lucid, and spoke clearly." The pt told them they had attempted suicide by ingesting a whole bottle of oral baclofen. The hcp reprogrammed the pump in a simple continuous mode and the pt was admitted to the hospital for observation and fluid therapy. The pt was also complaining of a headache. The pt is currently undergoing a psychiatric evaluation.